Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. Reference exemption #: (B)(4).

Event description:
It was reported that during patient treatment, the anesthesia device measured a lower oxygen concentration than set. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation into the reported problem has been completed. No parts were exchanged. The device logs were downloaded. The additional information received from customer states that the case started in afgo (additional fresh gas outlet) mode instead of the set manual ventilation mode (via the patient cassette). The issue in this case is that the anesthesia system in standby, by itself changed to afgo mode instead of the set manual mode (via the patient cassette). A previous investigation found that there are situations when this problem may occur, namely if changes in the startup configuration settings have been performed in a certain order and in connection to a change of patient category. The change of patient category is performed in standby mode. The afgo mode is shown visually by displaying an orange color on the screen and different than in manual ventilation mode. It is possible for the user to switch mode again before a case is started. If a case if started when afgo mode is selected the ventilation will be in afgo mode and the gas will be delivered at the afgo outlet. Evaluation of the received device logs confirms that the case was started in afgo mode. Alarm for low oxygen concentration was generated from start. The cause of the low oxygen concentration was that the breathing circuit and sampling line was connected to the patient cassette and therefore room air was sampled, while the gas was delivered to the afgo outlet. In order to prevent occurrence of the reported issue, the software has been improved and has been released.

Event description:
(B)(4)